Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 200 mcg/ml compounded baclofen at a dose of 92 mcg/day, dilaudid of an unknown concentration at a dose of 2.23 mg/day and bupivacaine of an unknown concentration and dose via an implantable infusion pump for non-malignant pain. It was reported that on (B)(6) 2018 the patient's pump went into motor stall. It recovered once, and then occurred again, going back into motor stall the morning of (B)(6) 2018. The pump was explanted and replaced on (B)(6) 2018. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report. The rep was in possession of the explanted pump and was to return it to the manufacturer for analysis. The patient's status was "alive - no injury" and no further complications were expected or anticipated.